Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A purchasing agent reported an unexpected outcome following an intraocular lens (iol) implant procedure. The lens was exchanged for a different diopter, same model lens. Additional information has been requested.